Event description:
It was stated that the occlusion threshold is too low (alarm is triggered and sounds) and not reproducible. Also, the rubber membrane of the downstream occlusion sensor is in poor condition. There was patient involvement.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 ¿ updated. One suspected device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Upon visual inspection, downstream occlusion seal was noted to be cracked. The customer complaint was confirmed. The reported issue was determined to be caused by decalibrated downstream occlusion seal sensor due cracked downstream occlusion seal. Problem was resolved after replacement dso seal and recalibrated dso sensor.